Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: a sample was available for evaluation. A visual inspection revealed that there was an extra relabeling on the pouch. There was also a hole in the pouch. The reported condition was confirmed. The root cause can be attributed to the packing process.

Event description:
The facility representative reported to baxter (B)(4) that a contro-a-flo set had a damaged overpouch when taking it out of the carton. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.